Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the devices screen froze while the device was being used on a patient. When the power was turned off and on, it resumed without an issue. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention provided to the patient, nor a delay was noted. The sales rep contacted the me and confirmed the reported problem. Based on the information that was received from the hospital, they don't know if an alarm was sounding at the time of the event. This investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that the screen froze; a touch misalignment was observed, so the touchscreen needed to be replaced to resolve it. The customer declined repair. No further work nor repair was performed by the asp. This device has been returned without repair as per a request from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.